Event description:
During vrd-assisted coil embolization of an aneurysm at the patient¿s internal carotid-posterior communicating artery, when the physician inserted the enterprise vrd (enc452800/10250060) into the prowler select plus (606-s255fx/16105849), he experienced a resistance at the middle of the microcatheter. Both complaint products were withdrawn from the patient, and the procedure was successfully completed without further issues or delay. However, the procedure was completed without the deployment of a vrd. There was no patient injury/complications reported. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection, and no damages were reported on the other devices after the event. Furthermore, no unintended deployment of the vrd was observed in either the vessel or in the microcatheter. Since the complaint products have already been disposed, they are not available for evaluation. No further information was available.

Manufacturer narrative:
(B)(6). Concomitant devices: 7fr fubuki, excelsior sl-10, enterprise (lot 10250060). (B)(6). Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for patient (B)(6).

Manufacturer narrative:
Complaint conclusion: during vrd-assisted coil embolization of an aneurysm at the patient¿s internal carotid-posterior communicating artery, when the physician inserted the enterprise vrd (enc452800/10250060) into the prowler select plus (606-s255fx/16105849), he experienced a resistance at the middle of the microcatheter. Both complaint products were withdrawn from the patient, and the procedure was successfully completed without further issues or delay without the deployment of a vrd. There was no patient injury/complications reported. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection, and no damages were reported on the other devices after the event. Furthermore, no unintended deployment of the vrd was observed in either the vessel or in the microcatheter. Since the complaint products have already been disposed, they are not available for evaluation. No further information was available. The device was not available for return. Review of DHR for lot 16105849 concluded that there were no issues considered potentially related to the reported complaint. The resistance between the vrd and the microcatheter could not be confirmed without return of the device for analysis, and it is not possible to determine the root cause of the event. Based on the information provided and the review of manufacturing documentation, there was no evidence of a manufacturing issue related to event; therefore, no corrective actions will be taken at this time. This is 1 of 2 mdrs related to this complaint with associated manufacture report numbers of 1058196-2014-00257 and 1058196-2014-00258.